Event description:
Customer reports discrepant results of 304 mg/dl and 125 mg/dl; within 10 minutes on his active s system. No actions was taken based on device results. No adverse event reported. Requested return of suspect device and replacement sent.